Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this pacemaker displayed a code 1003 which is indicative of voltage is too low for projected remaining capacity and had entered safety mode. Boston scientific technical services recommended device replacement. Subsequently, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.